Event description:
I had a abdominal cat scan done in the emergency department at (B)(6) hospital north in (B)(6). The scan turned off my off my interstim device. I have called and talk to the hospital on friday and saturday and they aren't answering my question about my treatment including a full report about my cat scan. My interstim device prevents me from going to renal failure. FDA safety report ID# (B)(4).